Manufacturer narrative:
(B)(4).device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that during a shunt percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 90% stenosed lesion being treated was located in the severely tortuous left cephalic vein. Using a 5f sheath and a non-bsc guide wire, the physician advanced a 6.0 x 40mm x 75cm mustang balloon catheter to the target lesion. The balloon was inflated to 12atms then 18atms and upon the third inflation at 20atms the balloon ruptured. The device was successfully removed and the procedure was completed with another of the same device. No complications were reported and the patient's status is stable.